Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented for routine follow-up, lead noise on atrial channel was observed. The noise was reproducible with isometrics. No other anomalies were reported. The physician has elected to monitor with no changes at this time.